Event description:
Caller reported they accidentally delivered too much insulin subsequently decreasing their blood glucose level to displayed as "low"; although a specific value was not provided. The customer consumed carbohydrates to address the low blood glucose level. Technical support advised the caller to carefully follow the prompts on the pump screen in the future to prevent over-delivery of insulin.